Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out, this chronic electrode and new device, exhibited out of range low, shock impedance values during post implant defibrillation testing (dft). Reportedly, the physician spent a fair amount of time during the procedure removing fibrosis and old sutures, so as to free up the chronic lead position. Additionally, the previous pocket was slightly anterior and again fibrosis tissue present. The dft testing was successful and sensing confirmed appropriate; however, the shock impedance was notable low. No adverse patient effects were reported and to date, no intervention required however it has been mentioned that the physician may elect to explant the entire system.